Event description:
It was reported that the patient had extensive damage to their system controller. The patient was not a candidate for surgical intervention and was also deemed high risk for a controller exchange.

Manufacturer narrative:
D4: the device serial and lot number were not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms on the system controller (serial number unknown) was confirmed via log file analysis. The reported event of damage to the system controller was not able to be confirmed. Data from the reported event dates of 11apr2025 was reviewed. At 11:33, 11:41, and 12:11, no external power alarms activated due to both power cables being disconnected at the same time. The backup battery was able to support the system as intended during this time. The no external power alarms did not prevent the controller from operating the pump at its set speed. The controller did not return for analysis, and no additional photos of the reported damage were submitted for review. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported no external power alarms was determined to be caused by user error in both power cables being disconnected at the same time. The root cause of the reported damage to the controller was not able to be determined via this investigation. The device history records were not able to be reviewed because the serial number of the system controller is not known. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Heartmate ii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. No further information was provided. The manufacturer is closing the file on this event.